Event description:
Pt was implanted with a lens that had been calculated using this ophthalmic a-scan. Post operative eval of the pt found the vision to be 3.5 to 4.0 diopters off. Pt's vision is correctable with glasses. No lens exchange is planned at this time.

Manufacturer narrative:
The user will receive an additional training.